Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, burrs were found on the post area while attempting to implant the tibial bearing. Another tibial bearing was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Visual evaluation found burrs on the post due to the part being under trimmed. Review of device history records show that lot released with no recorded anomaly related to the event. The sales history for this lot indicates that 24 units were shipped and 15 other pieces in this lot have been successfully implanted. This issue is considered to be a ¿one-off¿.